Event description:
Treatment of an ischemic stroke with clot at the ica terminus. It was reported the stent separated during procedure and remained in the patient. It was reported the patient subsequently expired and the cause of death was likely due to the stroke.

Manufacturer narrative:
The device was returned for evaluation and the stentl was found detached. (B)(4).